Event description:
Implanted port-a-cath device fractured. Patient transferred to a tertiary facility for a higher level of care for catheter fragment removal by cardiothoracic surgeon. An ir portacath central line check showed that "a generous segment of the catheter is noted to be projected within the region the right atrium and potentially extends through the tricuspid valve into the right ventricle." Dates of use: (B)(6)2016.